Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. Subsequently, the customer fell and sustained a scraped elbow. A specific bg value was not provided, and the cause of the high bg was unknown. The customer changed the cartridge and administered a manual insulin injection to address bg level. Customer declined further troubleshooting with tandem technical support.